Event description:
Additional information was received from the patient via a rep. It was reported that there was an infection at the battery pocket site. The patient stated her incision had never fully healed. The patient was put on antibiotics after implant surgery and brought back weekly to track the healing of her incision and change bandages. The rep met the patient for programming on (B)(6) 2020. The patient was getting great relief from the device in arms and hands but would like more tonic stimulation in her neck area. Before the rep could reprogram the patient, the rep was told that her pocket site had become sensitive in the last week and was leaking a yellow/greenish pus. The patient noted that the healthcare provider (hcp) had been monitoring the healing of her pocket incision because it seemed slow to heal but she had not had any fever, chills or tenderness. The rep noted that last week was when the patient first noticed the tenderness and pus leaking from the pocket incision. The hcp examined the pocket and told the patient it was definitely infected and despite their efforts to treat it with antibiotics and changing bandages regularly, it needed to be explanted. The hcp scheduled the patient right away to have the ins explanted. The patient was disappointed as she stated the device was very helpful for her chronic pain. The hcp told the patient that once the implant was explanted and she was completely clear of infection, he would re-implant the ins for her chronic pain. The rep did not reprogram the device. Explant was scheduled for (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the ins implant was explanted on (B)(6) 2020. The healthcare provider will replace the ins implant after the patient had healed from the infection. The customer discarded the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had the system implanted on (B)(6) 2020. The patient reported back to the healthcare provider¿s (hcp) office on 2020-07-21 to get the staples removed. According to the patient, the hcp only removed half of the staples over the battery site. On (B)(6) 2020, the patient went back to the hcp¿s office and got the rest of the staples removed. On (B)(6) 2020, the patient noticed the band aid fell off the site and it was oozing and opening up. The patient called the rep on (B)(6) 2020 and stated she had drainage at the battery site. The site was open and metal was visible. The patient was not on antibiotics during the time after implant. There was a possible infection. The patient was advised to turn off the ins. The patient had an appointment scheduled for (B)(6) 2020. Additional information was received from the manufacturer representative (rep). It was reported healthcare provider (hcp) determined the opening was a superficial infection. Hcp cleaned the area, applied a dressing and restarted patient on antibiotic. No additional information was provided.